Event description:
It was further reported that in-stent restenosis of the study stents occurred and there was no stent thrombosis, corrected from the initial report that there was stent thrombosis. In march 2013, the subject was discharged on aspirin and brilinta.

Event description:
Same case as MDR ID#: 2134265-2013-06510. (B)(4). It was reported that following a percutaneous coronary intervention, tiredness, dizziness, near syncope, substernal chest pressure and stent thrombosis occurred. In (B)(6) 2011, the subject presented with recurrent arm discomfort that radiated up into her axilla with ataxic feeling and the subject was diagnosed with stable angina and cardiac catheterization was recommended. The index procedure was then performed eight days from onset of symptoms. Target lesion #1 was located in the first obtuse marginal branch (1st om) with 90% in-stent restenosis of a prior unknown stent with presence of thrombus and was 20 mm long with a reference vessel diameter of 2.75 mm. The physician treated with pre-dilatation and placement of a 2.75 x 24 mm taxus liberté stent. Plaque shift was noted "just prior to the previously placed stent" which was treated with a 2.75mm x 16 mm taxus liberté stent. The second study stent was placed "adjacent to the first stent" with no gap and "little or no overlap." Final angiography revealed 0% residual stenosis. One day post procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with substernal chest pressure with tiredness, dizziness and near syncope. Electrocardiogram was found to be normal. The patient was hospitalized and cardiac catheterization was recommended. At the time of the event, the subject was on aspirin and not on study drug; the ¿other antiplatelet medication" was last taken on (B)(6) 2012. The 80% stent thrombosis of the study stents in first om was treated with cutting balloon angioplasty which was performed in the body of the left circumflex (lcx) extending into the first om with less than 5% residual stenosis. The event was considered to be resolved without residual effects. The subject was discharged on aspirin and other anti-platelet medication one day post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4) - thrombosis; re-occlusion. (B)(4).